Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was in disconnected mode and displayed a device not communicating error, despite remote smart service status shown online. The customer stated that the station had been rebooted multiple times; however, the disconnect icon continued to persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station device was not communicating. A technical support specialist (tss) contacted the user and confirmed that the issue had already been resolved and that the station had restored communication. The user requested that the case remain open, which was acknowledged. After no further updates were received and confirmation was obtained, the case was closed. The system functioned as intended after technical support specialist investigated the issue.